Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed that the tfna fem nail ø11 le 130° l380 timo15 was broken from the locking hole of the nail. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 130° l380 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument. Manufacturing date: 19-jan-2023. Expiration date: 01-jan-2033. Part number: 04.037.159s, 11mm/130 deg ti cann tfna 380mm/left- sterile. Lot number: 3959p51 (sterile). Lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 3959p51. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø11 le 130° l380 timo15 was found broken across the blade insertion hole. The broken part was not returned for evaluation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed due to post manufacturing damage. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 130° l380 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument manufacturing date: 19-jan-2023 expiration date: 01-jan-2033 part number: 04.037.159s, 11mm/130 deg ti cann tfna 380mm/left- sterile lot number: 3959p51 (sterile) lot quantity: (B)(4). Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection certificate, 04.037.151s-11-btq874455 / 2 met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24524 supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 3959p51. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 1931p42 lot quantity: (B)(4). Ten pieces scrapped at op #11, machine complete, for tooling-broke. One piece scrapped at op #50, final inspection, for dropped part. Production order traveler met all inspection acceptance criteria aside from the eleven pieces noted. Inspection sheet, ns673827 rev a met all inspection acceptance criteria aside from the pieces noted. Part number: 04.037.942.2, lock prong, 130 degree tfna static locking prong lot number: 3843p62 lot quantity: (B)(4). Four pieces scrapped at op #10, turn profile, for tooling-broke. One piece scrapped at op# 70, final inspection, for surface finish dings/scratches. Production order traveler met all inspection acceptance criteria aside from the five pieces noted. Inspection sheet, final inspection, ns673829 rev d met all inspection acceptance criteria aside from the one piece noted. Part number: 21127, timoagri16.00 lot number: 2002p31 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 24-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 20-dec-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. 9-may-2025: DHR reviewed by: ypayero a manufacturing record evaluation was performed for the finished device with batch number 3959p51. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed that the tfna fem nail ø11 le 130° l380 timo15 was broken from the locking hole of the nail. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 130° l380 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 19-jan-2023, expiration date: 01-jan-2033, part number: 04.037.159s, 11mm/130 deg ti cann tfna 380mm/left- sterile, lot number: 3959p51 (sterile), lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 3959p51. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and states that: a. Did it break into 2 or more pieces ? Two pieces, but only proximal part will be sent to investigations( distal part went in the trash) b. How long has the implant been in the patient? App. 5 months. C. Has there been a removal/ revision surgery? Yes. D. What was the reason for removal/ revision surgery? Breakage. E. Was there a plan for another surgery to address/correct the issue? A/n.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that patient was originally treated on (B)(6) 2024, with a tfna nail. On (B)(6) 2024, patient was repatriated from rehabilitation. Pain started to be felt when moving on the rollator. X-ray imaging showed that the tfna nail was broken. Patient underwent revision surgery for nail removal of the broken nail and re-nailing on (B)(6) 2025.